Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the k-wire was logged in the quick coupling device and was unable to be removed. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as may 27, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the broken k-wire device could not be removed from the quick coupling device. After disassembling the device, it was determined that the k-wire was removed and it was observed that the 3 jaws were jammed. It was determined that there was a possibility that the k-wire used was not the manufacturer¿s product as the geometry was not round. It was observed that the serial number was not readable as the wire was fragmented. The device was reassembled and reinvestigated and no failures were found. All inspection criteria passed in the diagnostic assessment. It was further determined that the coupling tool side was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.